Event description:
Boston scientific received information that high out of range shock impedance measurements were observed on the implantable cardioverter defibrillator (ICD) and right ventricular lead since last year. The other measurements were within range. The lead was surgically abandoned and a new lead was implanted in the right side due to stenosis of the subclavian vein on the left side. Thereafter, the patient was fine and the new lead had good measurements. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.